Manufacturer narrative:
The engineering evaluation noted that the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear and osteolysis. However, this cannot be confirmed because the explants were not returned to exactech for evaluation. Concomitant devices: femoral head, 36+0 (cn: (B)(4) , ln: (B)(4). Novation crown cup (cn: (B)(4), ln: (B)(4).

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: femoral head, 36+0 (cn: 142-36-00, ln: 52992002); novation crown cup (cn: 180-01-54, ln: 09256252).

Event description:
The original date of surgery for this patient was 2015 (the surgeon did not elaborate on the exact date the prosthesis was put in). The surgeon claims it is classical polyethylene wear leading to severe osteolysis. Patient was stable as they left the operating room. The implants were removed intact.